Event description:
During follow-up for a reported infection, it was documented that this peritoneal dialysis (pd) patient was diagnosed with peritonitis. Additional details were provided by the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was seen at the pd clinic on (B)(6) 2024 with complaints of abdominal pain. A pd culture was obtained. The patient was diagnosed with peritonitis. The patient was initiated on antibiotic therapy with intraperitoneal (ip) ceftazidime 2g daily and vancomycin 2g every 4 days. The culture resulted positive for staphylococcus hominis. The white blood cell count was 2212 with 65% polymorphonuclear cells. The patient¿s antibiotics were adjusted after the culture results were finalized. The ceftazidime was discontinued, and the vancomycin increased to 2250mg every 4 days. The patient is continuing ccpd therapy during recovery. Although the cause of the peritonitis event was not confirmed, touch contamination is suspected. No additional information was provided.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there is a temporal relationship between peritoneal dialysis and utilization of the liberty select cycler with liberty cycler set. However, there is no documentation of a causal relationship between the peritonitis event and use of the cycler or cycler set. Additionally, there is no allegation of a device malfunction or deficiency, or cycler set defect reported for this event. The suspected cause of the peritonitis event is touch contamination. That theory is supported by the culture result of staphylococcus hominis, a bacteria that inhabits distinct niches in and on skin appendages, i.e. Hair follicles, glands, and epidermal and dermal tissues. Based on the available information and no evidence or allegation of a malfunction, deficiency, or defect, the liberty select cycler and liberty cycler set can be excluded as the cause of the patient¿s peritonitis event.

Event description:
During follow-up for a reported infection, it was documented that this peritoneal dialysis (pd) patient was diagnosed with peritonitis. Additional details were provided by the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was seen at the pd clinic on (B)(6) 2024 with complaints of abdominal pain. A pd culture was obtained. The patient was diagnosed with peritonitis. The patient was initiated on antibiotic therapy with intraperitoneal (ip) ceftazidime 2g daily and vancomycin 2g every 4 days. The culture resulted positive for staphylococcus hominis. The white blood cell count was 2212 with 65% polymorphonuclear cells. The patient¿s antibiotics were adjusted after the culture results were finalized. The ceftazidime was discontinued, and the vancomycin increased to 2250mg every 4 days. The patient is continuing ccpd therapy during recovery. Although the cause of the peritonitis event was not confirmed, touch contamination is suspected. No additional information was provided.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.